Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a patient representative and healthcare provider (hcp) regarding a patient who was receiving baclofen (gablofen) 500mcg/ml at unknown dose via an implantable pump for intractable spasticity. It was reported that the patient went to the emergency room (ER) today for high fevers, possible urinary tract infection (uti). The patient's wife stated that patient had been having high fevers. They went to the primary care physician on (B)(6) 2024 and he received 1 gram of rocephin im and an order for cipro 500mg orally twice a day for possible uti. Computed tomography (CT) scan of abdomen was done also. Earlier on the week of (B)(6) 2024 patient was seen in hcp's office for a small opening on the suture line of the pump. He restitched the skin. The hcp was concerned with the high fevers for him to look at the pump. Told wife to bring the patient in on (B)(6) 2024 to hcp's office. Patient's wife texted on (B)(6) 2024 and said he was no better and she was coming to the ER. The hcp went over to the ER and saw the pump site and reported back that the pump site looked good and was not concerned that there was any infection at the pump site. Patient and wife would continue to get worked up through the ER and she would report back to him with any changes. No troubleshooting was performed. Actions/interventions taken to resolve the issue was that the hcp would continue to monitor patient inpatient if admitted and outpatient if not admitted. The issue did not resolve at the time of this report. No surgical intervention occurred, but it was unknown if surgical intervention was planned. The patient's weight was unknown at the time of this report. The patient's medical history included the following: severe spasticity, patient trached and has supra pubic catheter, running high fever. Additional information was received from the company representative (rep) reporting that the patient's urinary tract infection (uti) was confirmed per their healthcare provider. The pump was explanted (B)(6) 2024. The hcp took out suture and there was purulent drainage (infection) and you could see the pump. Patient still remains in the hospital. Continued to have high fevers so they have done a lumbar puncture and have determined he has some form of bacterial meningitis. He continues to be treated with different antibiotics and hospitalized.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the pump and catheter would not be returned due to the physician taking them out without a representative present at the case.